Event description:
It was reported that the pump intermittently did not charge. In addition, it was reported that the charging cable was damaged. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.